Manufacturer narrative:
Exact date unknown, event occurred over the last two years from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg more frequently. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well post-operatively. Explanted ipg will not be returned.